Manufacturer narrative:
Supplemental MDR no. Was submitted to recall MDR no. 2016493-2024-01051 as the parts returned to the manufacturer and there was no thermal damage found during the part analysis.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the retractor band had black marks on ribbon cables causing drawer not working as intended. A field service engineer replaced both retractor bands to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system drawer was not detected on communication bus. During device inspection, a field service engineer found that the retractor band had black marks on the ribbon cable. The reported incident did not affect any other device or patients in the area. There were no adverse events or injuries reported based on this incident.